Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 270 mg/dl and it was advised that the customer discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with all buttons responding properly. Insulin pump had corrosion damage on keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corner, minor scratches on lcd display window and missing end cap sticker.